Event description:
It was reported that at the end of the surgical procedure transurethral resection of the prostate (turp), it was noticed that the sheath tip was broken. Following this, a fiberscope was necessary to check for the presence of any material inside the patient. No fragments were found. It appears that the sheath tip was not broken at the beginning of the procedure. No negative impact in state of health reported.

Manufacturer narrative:
The event is filed under internal karl storz complaint ID: (B)(4). The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee.